Manufacturer narrative:
Document review summary: batch t48918 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation requiring an evaluation for this batch. A visual evaluation was performed to identify a potential trend for the subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Rsnbly suggest device malfunc?: no. A return sample has not been received at the site. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The adverse event was reported because, "burns." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burns [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer reporting for mother. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare lower back & hip), device lot number t48918 , expiration date 31aug2020 , from an unspecified date at unknown frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The reporter stated her mother had used the products for years; she recently got burns from using the product. The reporter wanted a refund. The action taken in response to the event was unknown. The outcome of the event was unknown. Product investigation results were as follows: document review summary: batch t48918 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c). This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation requiring an evaluation for this batch. A visual evaluation was performed to identify a potential trend for the subclass. A trend was not identified. On the basis of this evaluation, a trend does not exist for this batch. Rsnbly suggest device malfunc?: no. A return sample has not been received at the site. Conclusion: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. The adverse event was reported because, "burns." The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up (01apr 2019): follow-up attempts are completed. No further information is expected. Follow-up (19nov2019): new information reported from product quality complaints includes product investigation results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event thermal burn as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.